Event description:
The hcp reported that a volume discrepancy was noted at refill. The actual reservoir, volume was 20 cc's and the estimated reservoir volume was .6 cc's. The patient was not experiencing return of symptoms. The hcp reported that there did not appear to be any inflammation or seroma of the pocket and he was "confident that he was accessing the center fill port and pulling back drug". The hcp reported that he had a volume discrepancy on the last refill, but he could not recall the specific numbers. A follow-up report will be sent when additional information is available.